Event description:
Boston scientific received information that interrogation of this device displayed a high out of range shock impedance measurement. This information was provided to the physician and will be monitored. No intervention is intended at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. A revision procedure is intended in the near future.

Event description:
Additional information was received. Approximately eleven months later, remote monitoring displayed a high out of range pacing impedance measurement. This information has been provided to the physician and is being monitored.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
When the revision information has been received, this event will be updaed.

Event description:
Additional information was received. A reivsion procedure was performed. This lead was surgically abandoned and replaced.